Event description:
On (b)(60 )2014, the patient reported to his dentist that the abutment that was restored on (B)(6) 2012 had fractured. The dentist reported that there was no serious patient injury, no deterioration in patient¿s health and no contributing conditions reported.

Manufacturer narrative:
This device has been returned, however the investigation has not yet been concluded. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
The abutment fractured at the hex and on the mesial side. The DHR and 3shape review shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole as documented in corrective action (B)(4). Refer to CAPA-(B)(4) and attached memo for details. Changed evaluation method code to - other (code unspecified). Correction number - updated FDA correction/removal reporting number.